Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has stomach pain, vomiting, difficulty swallowing, difficulty eating and has lost a lot of weight. The patient mentioned that they are vegan and that they have always tried to do cleanses but it doesn't matter what they ate, they would find it difficult to eat. They mentioned that the difficulty eating has gotten so bad that the gastro physician has given them pills that make them really sleepy and they really don't want to be on any other medication. Lastly the patient mentioned that before these events they used to have 3-4 bowel movements a day and now they no longer has them as often. Complete gi work up was performed for patient and myocardial infarction/heart attack was ruled out. Patient was provided a prescription for medications reglan, nexium, and another medication. There are no known history of these events prior to vns implant and no known risk factors. There were no medication changes or other factors that could have caused or contributed to these events. The physician does not know the cause of these events or its relation to vns therapy. Physician plans to turn vns off at patient's request. Patient's vns normal output current and magnet output currents were decreased from 1.0 and 1.25 ma to 0.5 and 0.75 ma respectively. Diagnostics were within normal limits. Additional information was received that the medical interventions were taken for patient's comfort. No additional relevant information has been received to date.